Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as a proxy .038 inch guide wire was backloaded through the sheath without resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. A conclusive cause for the reported difficult to insert the guide wire could not be determined. The subsequent treatment appears to be related to procedure circumstance.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: it was reported that suture placement was attempted in an unspecified vessel with two proglide devices using the preclose technique prior to an endovascular repair of a descending thoracic aortic aneurysm with a 38mm zenith alpha graft. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was used and reportedly the guide wire was unable to be inserted into the proglide device. There was "blood loss because of need to exchange for a new proglide". Additional proglide sutures were placed using the preclose technique and the endovascular repair procedure was completed. The graft was 16-18f. Hemostasis was achieved using the pre-placed sutures of the additional proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and dissected to confirm the seal inside the sheath was compressed and deformed. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified no other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure was attempted in an unspecified vessel using a proglide device after an unspecified procedure. Reportedly, the proglide device "would not thread". A second proglide device was used and reportedly it "mis-fired". An additional proglide device was used to achieve hemostasis. There was "blood loss because of need to exchange for a new proglide". There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The name of the physician was not provided and it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.